Manufacturer narrative:
Returned product consisted of ams spectra concealable penile prosthesis. The device passed functional testing. Cylinder 1 had a hole in the sleeve due to interaction with a sharp object. The fabric on cylinder 2 was completely removed. The reported malfunction was confirmed. A ship history and DHR for this complaint record cannot be performed due to the upn and lot number not being reported. Labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced the malposition of a spectra penile prosthesis(spp) device. An inflatable penile prosthesis(ipp) device was implanted to complete the procedure. A patient outcome was not reported. Additional information received that the reason for revision was that the device was non-functional and was not able to be used. The patient outcome was reported to be okay.

Event description:
It was reported that the patient experienced the malposition of a spectra penile prosthesis(spp) device. An inflatable penile prosthesis(ipp) device was implanted to complete the procedure. A patient outcome was not reported. Additional information received that the reason for revision was that the device was non-functional and was not able to be used. The patient outcome was reported to be okay.